Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was unable to find substantial evidence to support the following events of an intraoperative type 3b endoleak of the bifurcated stent graft due to a lack of relevant imaging therefore the reported intraoperative type iiib endoleak complaint is unconfirmed. The concomitant use of a non endologix product prior to the implantation of the endologix bifurcated stent graft and proximal extension most likely contributed to the cause of the reported intraoperative type 3b endoleak. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx2. Corrections: g1,2: contact office- name has been updated. H6: conclusion code: remove code 11.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
During an endovascular aneurysm sealing (evas) procedure for the patient with left iia aneurysm and fusiform aneurysm originating, an intraoperative type 3b of the bifurcated stent graft was reported. It was reported that the left iia and inferior mesenteric artery (ima) were occluded by a coil. Then a non- endologix (excluder) leg stent was deployed first in left external iliac artery (eia) as its proximal edge was slightly protruded. Then the afx2 bifurcated stent graft and vela infrarenal stent graft were implanted. An angiograph after touch-up was performed and a leak was present. This leak was suspected to be type 3b endoleak due to a pin-hole on the bifurcated stent graft. This procedure is outside the indications of use (off- label). No further treatment was performed at this time, and the patient is being monitored.